Event description:
On (B)(6) 2022, the customer alleged to medela llc that her pump in style maxflow would not power on after her third time using it and she had a breast infection.

Manufacturer narrative:
Customer service conducted troubleshooting with the customer, including verifying no milk back up occurred, inspecting transformer for damage, and verifying correct battery installation. The customer refused to try turning the breast pump on with the battery pack. A replacement device was sent to the customer and return of her original pump was requested for testing/evaluation. In follow up with a complaint handler on 02/02/22, the customer indicated her mastitis had been diagnosed by her doctor and she had been prescribed antibiotics. She additionally indicated the replacement breast pump was working perfectly and she had fully recovered from the mastitis. Based on the results of our internal investigation (B)(4),it cannot be definitively concluded that the pump caused or contributed to the customer¿s mastitis. The estimated incidence of mastitis in lactating women, whether using a breast pump or not, according to published clinical literature can be as high as 33%. In fact, clinical guidelines suggest the use of a breast pump to facilitate withdrawal of breast milk during bouts of mastitis. The complaint rate of mastitis across all reported failures, across all medela breast pumps, is (B)(4) for the period of january 2013 to august 2017. Mastitis is usually a benign, self-limiting infection with few consequences for the suckling infant. The risk of mastitis is higher among women who have breastfed previously, especially those with a history of mastitis. Riordan & wambach, 4th ed. P. 294: breastfeeding and human lactation. However in this case, the mother¿s mastitis required prompt medical attention for pain relief and prescription antibiotics to avoid progression to overwhelming sepsis.

Manufacturer narrative:
Customer service conducted troubleshooting with the customer, including verifying no milk back up occurred, inspecting transformer for damage, and verifying correct battery installation. The customer refused to try turning the breast pump on with the battery pack. A replacement device was sent to the customer and return of her original pump was requested for testing/evaluation. In follow up with a complaint handler on 02/02/2022, the customer indicated her mastitis had been diagnosed by her doctor and she had been prescribed antibiotics. She additionally indicated the replacement breast pump was working perfectly and she had fully recovered from the mastitis. Based on the results of our internal investigation (B)(4),it cannot be definitively concluded that the pump caused or contributed to the customer¿s mastitis. The estimated incidence of mastitis in lactating women, whether using a breast pump or not, according to published clinical literature can be as high as 33%. In fact, clinical guidelines suggest the use of a breast pump to facilitate withdrawal of breast milk during bouts of mastitis. The complaint rate of mastitis across all reported failures, across all medela breast pumps, is (B)(4) for the period of january 2013 to august 2017. Mastitis is usually a benign, self-limiting infection with few consequences for the suckling infant. The risk of mastitis is higher among women who have breastfed previously, especially those with a history of mastitis. Riordan & wambach, 4th ed. P. 294: breastfeeding and human lactation. However in this case, the mother¿s mastitis required prompt medical attention for pain relief and prescription antibiotics to avoid progression to overwhelming sepsis.

Event description:
On (B)(6) 2022, the customer alleged to medela llc that her pump in style maxflow would not power on after her third time using it and she had a breast infection.